Event description:
Boston scientific crm received information that post implant, the device lead safety switch for out of range impedance measurements was triggered for both the right atrial (ra) and right ventricular (rv) lead's. No out of range impedance measurements were noted. During the wound check, the device was interrogated and normal device function was observed. To date, no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.